Event description:
It was reported bd micro-fine ultra¿ pro pen needle was unable to deliver insulin. The following information was provided by the initial reporter, translated from french: "needles are clogged, insulin does not come out of the needle even when the client expels air..."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd micro-fine ultra¿ pro pen needle was unable to deliver insulin. The following information was provided by the initial reporter, translated from (B)(6): "needles are clogged, insulin does not come out of the needle even when the client expels air..."